Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior mitral leaflet for a mitraclip procedure. As the deployment sequence was initiated, the mitraclip xtw opened to 60 degrees during establish final arm angle (efaa) before pulling the lock line. After multiple attempts to troubleshoot, it was decided to remove the clip delivery system (cds). A new xtw completed the procedure successfully. The mr was reduced to grade 1-2. The procedure was extended an hour, but there was no indication of an adverse patient effect.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.